Event description:
Report rec'd from (B)(6) stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unk if injury or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).